Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 325 mg/dl. The customer treated with manual insulin injections. The customer reported that one of the buttons of the insulin pump was unresponsive while trying to program a bolus. The customer reported that the insulin pump was dropped once in the past. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.